Event description:
A caller reported that the quick bolus/wake button on their pump was difficult to press and sometimes required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to operate the button effectively and decided to replace the pump, which was under warranty. The caller acknowledged understanding how to place the pump into storage mode before returning it and agreed to use multiple daily injections as backup therapy. The shipping address was confirmed, and the caller was informed to return the problematic pump using a pre-paid label within ten days.